Event description:
It was reported that upon opening kit, user found iab unwrapped. Nevertheless, doctor attempted to insert iab through sheath. The attempt was unsuccessful and iab was discarded. A new iab was inserted successfully. There were no reported pt complications.

Manufacturer narrative:
No lot number available, so DHR review is not possible. Root cause unk.